Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted. The test reservoir stay locked in place noted. (B)(4).

Event description:
Information received by medtronic indicated that the moisture on the screen of insulin pump. Customer also stated that insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.